Manufacturer narrative:
No product will be returned for eval.

Event description:
The patient reported having elevated blood glucose readings all morning in the 200s mg/dl range with her normal readings being 80-120 mg/dl. Troubleshooting did not find any issues with the product at the time of the call. On follow up, the patient stated her blood glucose went back to normal when she changed her insulin infusion set. She stated the infusion set she had originally stated appeared fine was not as it had separated at the luer lock. The patient was advised on the recall and that she should check her infusion set several times a day. The patient had thrown the infusion set out so it was not available for return. The patient did not require assistance from a healthcare professional or second party to address the issue.